Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm however, the motor was tested outside of the device and passed. The insulin pump was programmed with correct time, date and passed operating current test, a21 test and self-test. The insulin pump as monitored for 24 hours and no unexpected reset alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at the reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump reset itself to factory settings without any prompt. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.